Event description:
Ti plate broke 6 to 8 weeks post-op on the radius. Removed and replaced.

Manufacturer narrative:
H6: no evaluation was performed as the product was not returned. Therefore, no conclusion can be drawn.